Event description:
It was reported that the patient had a "bad" fall on (B)(6) 2012 and had to have his shoulder replaced due to the fall. The patient's device was however, not checked after the fall. The patient fell again two weeks prior to the report, on (B)(6) 2013. Over the last 7 to 10 days, the patient's symptoms seemed to have been back to where they were before the patient was implanted. The patient turned stimulation up to 8.7v but felt no stimulation sensation except a "dull ache" over the device. The reporter stated that the patient was urinating 10 to 20 times per day. Up to 3 weeks prior to the report, the patient hadn't used the programmer to check his device settings. At the time of the report, the patient was on program 1. When stimulation amplitude was increased on program 2, the patient still felt no stimulation. The reporter indicated that the patient usually ran stimulation around 2.5v. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 3093-33, lot# v639198, implanted: (B)(6) 2012. Product type: lead: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).